Event description:
It was reported that during an insertion of a helical blade and coupling screw, the interface of the knob tinulated shaft broke. The instruments were replaced and the treatment was successfully completed. He reported that the shaft broke midway inserted. A back-up set was available and the procedure was started again. The sales consultant reported that the surgeon hit the blade insertion sleeve with the mallet and made contact with the compression nut and the blade was stuck in the sleeve. The treatment was successfully completed with no patient injury and with a 15 minute delay in surgery. No further information was provided. This is report 1 of 3 for complaint (B)(4).

Event description:
This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the shaft is separated from the head where the shaft begins to taper up to the plug end. There is damage to the shaft near the threads as well as a brown discoloration. The threads are lightly worn and discolored. The complaint issue is due to the shaft coming apart from the head. The product conformed to dimensional specifications at the time of manufacturing. The hardness was determined to be within specifications as well as the shaft diameter and material. This complaint is deemed indeterminate from a manufacturing position. A review of the device history review indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.